Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by the consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a lot of pain. Additional information was received from the consumer reporting that they first started experiencing the pain in approximately early (B)(6) 2017. The patient saw their pain medicine doctor, who sent the patient to have an MRI and suggested they see an orthopedic neurologist. The MRI was reviewed, and the patient¿s back fusion looked intact and there were no additional discs herniated. The patient also saw a company representative for programming. The circumstances leading to the pain was probably change in activity level. The patient moved, and even with movers, there was a lot of work to be done. Another program was tried, but it did not work to resolve the pain. It made it worse. The pain was then attempted to be resolved with injections or another procedure such as radiofrequency ablation (rfa). The pain has not yet resolved. The patient will see their pain medicine doctor during the week of (B)(6) 2018. No further complications were reported or anticipated.